Event description:
A site representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy - no specific measurements was provided. The surgeon completed the procedure with the user of the navigation system. There was no impact on pt outcome.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that there was an older instrument calibration that was being selected in the software application, instead of the most recent instrument calibration. Older calibration was removed from the system. A software investigation was completed. Investigation found that software is functioning as designed.

Manufacturer narrative:
Pt info was unavailable from the site. Medtronic representative performed a navigation system check-out. No parts have been returned to MFR for analysis.